Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been triggered due to a sudden change in atrial pacing impedance which was an out-of-range measurement of 2292 ohms. The automatic safety switch from bipolar to unipolar sensing occurred and may be resulting in false atrial tachycardia response (atr) detection due to farfield r-wave oversensing (ffrwos). Additionally, an alert was triggered due to an atrial automatic threshold detected as suspended, with pacing output adapting to 5v. This device is a boston scientific implantable pulse generator interfaced with a competitive atrial lead. This device remains in service and no adverse patient effects were reported. This follow up report is being submitted with the updated as reported impact code.

Event description:
It was reported that an alert had been triggered due to a sudden change in atrial pacing impedance which was an out-of-range measurement of 2292 ohms. The automatic safety switch from bipolar to unipolar sensing occurred and may be resulting in false atrial tachycardia response (atr) detection due to farfield r-wave oversensing (ffrwos). Additionally, an alert was triggered due to an atrial automatic threshold detected as suspended, with pacing output adapting to 5v. This device is a boston scientific implantable pulse generator interfaced with a competitive atrial lead. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been triggered due to a sudden change in atrial pacing impedance which was an out-of-range measurement of 2292 ohms. The automatic safety switch from bipolar to unipolar sensing occurred and may be resulting in false atrial tachycardia response (atr) detection due to farfield r-wave oversensing (ffrwos). Additionally, an alert was triggered due to an atrial automatic threshold detected as suspended, with pacing output adapting to 5v. This device is a boston scientific implantable pulse generator interfaced with a competitive atrial lead. This device remains in service and no adverse patient effects were reported.